Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope did not display an image. There were no reports of patient harm.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was confirmed. In addition, the investigation found a communication or transmission problem, and due to damage to the plug unit, the scope-connector cannot be connected securely, the plastic distal end cover (c-cover) has a burn, and the grip stopper is detached. Based on the results of the investigation, the most probable cause of the reportable failures could be due to damage on the plug units, as the scope-connector cannot be connected securely, is traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the additional failures could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.